Event description:
It is reported that the patient was revised due to broken poly.

Manufacturer narrative:
Evaluation summary: devices and surgical reports were not provided. X-rays were received, showing the femoral component and tibial plate to be in contact on one side. Photographs of the articular component were received showing what appeared to be a narrow piece of the articular surface lying next to it. Patient factors that may contribute to this apparent damage such as activity level, type of activity (low impact vs. High impact), or trauma, are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.